Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The orbital atherectomy device referenced in b5 is filed under a separate medwatch report number.

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was being used to treat an ostial right coronary artery (rca). An unspecified guide wire was used to cross the lesion but the physician was unable to cross a microcatheter to perform a wire exchange. The unspecified guide wire was removed and replaced with the viperwire advance coronary guide wire. It was noted there was another tight lesion 5 to 6 mm distal to the targeted treatment area. There was no wire bias. The oad was advanced with glideassist in an attempt to cross the lesion and treat backwards, however, the oad was unable to cross the lesion. The oad was fully engaged and released a couple times. On the second release, the oad crown jumped. The oad and guide wire were removed over the viperwire. During the removal attempt of the guide wire, the wire was suspected to be stuck on calcium. The wire was pulled which resulted in the spring tip becoming fractured in the rca. The fractured component migrated into a small marginal branch and remains in vivo. A stent was placed over the treated area, but the fractured component was not entrapped. The patient was in stable condition. In the physician's opinion, the oad crown did not make contact with the spring tip, however, the oad crown jumping may have caused a weak point in the viperwire leading to the fracture when the wire was pulled.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the information received, the investigation determined that the reported damaged by another device, material separation and foreign body in patient resulting in serious injury appears to be related to operational context. In this case, it is likely that the damaged by another device, material separation and foreign body in patient resulting in serious injury is due to device placement and use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: e1, g3, g6, h2, h6 correction: d4, d9, h6 (4438 replaced with 2687) h6: codes 4118, 3233, 11 no longer apply h10: the orbital atherectomy device referenced in b5 is filed under a separate medwatch report number.

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was being used to treat an ostial right coronary artery (rca). An unspecified guide wire was used to cross the lesion but the physician was unable to cross a microcatheter to perform a wire exchange. The unspecified guide wire was removed and replaced with the viperwire advance coronary guide wire. It was noted there was another tight lesion 5 to 6 mm distal to the targeted treatment area. There was no wire bias. The oad was advanced with glideassist in an attempt to cross the lesion and treat backwards, however, the oad was unable to cross the lesion. The oad was fully engaged and released a couple times. On the second release, the oad crown jumped. The oad and guide wire were removed over the viperwire. During the removal attempt of the guide wire, the wire was suspected to be stuck on calcium. The wire was pulled which resulted in the spring tip becoming fractured in the rca. The fractured component migrated into a small marginal branch and remains in vivo. A stent was placed over the treated area, but the fractured component was not entrapped. The patient was in stable condition. In the physician's opinion, the oad crown did not make contact with the spring tip, however, the oad crown jumping may have caused a weak point in the viperwire leading to the fracture when the wire was pulled.